Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed, as surgical impact. Broken assessed, as unidentified (tear) and missing assessed, as inconclusive (shell thickness was within specification). Anxiety-product/ procedure: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: particle and non-penetrating nick was completed. And none of the observations are found to be potentially related to the manufacturing process. No further actions are required.

Event description:
Healthcare professional reported, right side exchange, due to ¿textured and rupture¿. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange due to ¿textured and rupture.¿ the device has been explanted and replaced.